Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced local reaction, and impaired healing on the right side, it was reported that the right breast was swelling so bad that the patient had to go in and have emergency surgery. She was admitted to the hospital after her surgery because she was bleeding so much. The doctor thinks that the tissue from her previous rupture is damaged and not holding up like it should. She may have to have another surgery where they will put the mesh to hold up the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.